Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded that an unspecified number of patients underwent an anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedure. During and/or up to twelve weeks post operative the flap did not ¿survive¿ with a coupler. Additionally, the respondent stated, ¿the patient was immunocompromised due to cancer chemotherapy. The chances of flap survival were 50/50¿. This event likely required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.